Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Date of malfunction is unknown. Device is an instrument and is not implanted/explanted. Device is available for investigation. Reporter is company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting sets back together, two (2) t8 stardrive screwdriver shafts were found to have twisted ends that may prevent them from recessing into screws and functioning properly. There is no patient involvement. No additional information is available. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional device product code: hxx. A device history record (DHR) review was performed on part number: 314.467, synthes lot number: 7525376 , supplier lot number: 7525376: release to warehouse date: 11-mar-2014, supplier: na, manufacturing site: monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the device was found to have a twisted tip. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during removal. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis was possible due to post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.